Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6 corrected fields: e1 - reporter first and last name. G2 - company representative was inadvertently selected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to video connector socket failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image when shaking the connector due to a faulty scope socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a connection issue (poor contact) while using the video system center. The issue occurred during procedure, and the diagnostic procedure (ear, nose and throat examination) was completed with the same device. There was no patient harm associated with the event.